Event description:
The customer reported the system displayed a ma sensor failure error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and suspects the problem occurred when customer facility switched to back up generator for testing. System operates as intended. (B) (4)